Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: no samples or photos were returned for analysis. Conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause: no samples or photos were returned for analysis. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the pen ndl 32 g 4 mm hp 100 box fr was unable to deliver insulin/medication. The following information was provided by the initial reporter, translated from french to english: "since a few batches of pens, there has been a problem of difficulty for the injection."